Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a healthcare professional (hcp) regarding a patient receiving morphine (15 mg/ml, 12.589 mg/day), clonidine (264 mcg/ml, 221,56 mcg/day) and bupivacaine (11.2 mg/ml, 9.399 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's concomitant medication was oral hydrocodone (10-325 bid prior to event). The hcp reported an active motor stall was seen at initial interrogation of the patient's pump. Pump status and/or event log report a motor stall occurred on (B)(6) 2019. The patient was admitted to the hospital on 2019-sep-01with symptoms of; nausea, vomiting, diarrhea, chest pain, shaking, and was "violently ill". They "thought it was a stomach virus". The medication in the reservoir was replaced with saline and the pump was programmed to minimum rate. The patient was taking hydrocodone prior to the stall. The hcp increased the hydrocodone from bid to q 4 hours. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-sep-2019 from a healthcare professional (hcp) who reported that pump replacement was planned. The patient was still having symptoms but was stable. No further complications were reported/anticipated.